Event description:
The user reported that during an angioplasty procedure resistance was felt during inflation and believed it to be due to calcifications. The balloon broke and the stent was implanted to an unk pressure. The needle of the gauge was not functioning. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. The device history record was reviewed and found no exception documents. A f/u report will be submitted when the eval has been completed.